Event description:
On (B)(6) 2012, pt underwent lumbar laminectomy l4-s1 decompression and fusion. Surgery was uneventful, pt placed on pain medication, dilaudid, IV infusion 50 ml bag via curlin medical cms 4000 pca pump. Pt met discharge criteria from (B)(6), transferred to surgical nursing unit. Appropriate pump settings cross checked between transferring and receiving rn. Within one hour, wife called for help because pt experience breathing problems. Code blue called and pt responded to reversal agent. No further issues resulting from this event. Fully recovered, no add'l length of stay. Pt discharged (B)(6) 2012. Post resuscitation, noted that pump had delivered 48 ml of 50 ml bag in less than 1 hour. However, settings were correct and pump indicated that 49.1 ml still in bag. On investigation, (B)(6) hospital and contracted biomed vendor, (B)(6) learned that on (B)(6) 2008, curlin medical had issued an "voluntary field correction advisory" on this pump and model that gave customers - guidelines on testing pump volumetric accuracy, updated user manuals to elevate the "caution" statement related to dropped pumps to a "warning" statement, and a warning label to be located on the pump. The affected pump did have the warning label. Dose: 0.1 mg loading dose - 6 mins IV drip and 0.2 mg/hr basal rate.